Event description:
On an unknown date in 2008, the patient was treated for a type b aortic dissection. In 2009, this patient was implanted with a gore tag thoracic endoprosthesis to treat a thoracic abdominal aneurysm. On the next day, post operative images revealed a type I endoleak. A reintervention was performed and an additional gore tag thoracic endoprosthesis was implanted. The patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Results- the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Due diligence was performed to obtain information to complete all blank required spaces on this medwatch.